Manufacturer narrative:
Refer to manufacturer report #6000153-2016-00008. The referenced report captures the issues leading up to the lead replacement. Concomitant medical products: product ID 388928, lot# 0210439366, implanted: (B)(6) 2015, product type: lead. (B)(4).analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative, reported that during a lead replacement, high impedances were measured. When measured on the table, only unipolar combinations were viable. Four out of ten electrode combinations was deemed to be an insufficient number of viable electrode combinations and it was decided to replace the ins with a new ins. The impedances resolved with the new system.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.